Event description:
It was reported that the customer stated that the upper jaw broke off in the patient, but was retrieved. Customer used second device to complete the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and slightly lifted. The device was received with, the upper jaw detached returned and with the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the device condition not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.